Manufacturer narrative:
As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced a gastrointestinal (gi) bleed concerns of unknown origin and was transfused with multiple blood products. Additionally, the patient had limb ischemia, with cool extremities. To manage this, warming blankets were used to enhance the detection of peripheral pulses. Care withdrawn due to neurological status and the patient ultimately expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.